Event description:
It was reported that one folfusor device was observed with a leak. According to the report, the unknown solution leaked into the housing during filling. The exact location of the leak was unknown. This was observed prior to use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.